Manufacturer narrative:
(B) (4). The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: difficult to remove, failure to retract - thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. A dilator was inserted into the access ports unlocking the thumb advancer but it could not be retracted proximally. The device was removed by applying counter-traction with an assertive pull. Although the clip deployed, bleeding continued. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.